Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation confirmed that the kit s201 t-scrn mpx v2.0 96t us-ivd assay was performing within its specifications. The occurrence of hepatitis c virus (hcv) reactive results with late cycle threshold (CT) values ranging from 40 to 58.9 was observed at the customer site. It was determined that the higher rate of unexpected reactive results when transitioning from the ce-ivd to the us-ivd version of the assay is expected. This is due to differences in the test definition file (tdf) used to interpret results, as outlined in the instructions for use (IFU). These differences may result in slightly higher false positive rates with the us-ivd version, which reflects the FDA-approved configuration. No product issue was identified with the investigated reagent lot (h33834). A definitive root cause for the reported event could not be determined beyond the expected differences in assay performance between the ce-ivd and us-ivd versions. No harm was alleged in this case.

Event description:
The initial reporter alleged discrepant results using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The customer operates in the plasma industry and employs a workflow where individual plasma samples are first tested via serology, followed by testing in pools of six (pp6) using the kit s201 t-scrn mpx v2.0 96t us-ivd assay. Non-reactive plasma samples are then pooled into a larger mega-pool, which is subsequently tested in a single pool format (pp1) using the same assay. Mega-pools are expected to be non-reactive based on prior testing. The customer reported instances where a mega-pool initially generated a non-reactive result but, upon retesting, produced a reactive result for hepatitis c virus (hcv). Further retesting of the same mega-pool sample returned a non-reactive result, which was confirmed by the cap-ctm method with a 'target not detected' result. The reactive results were associated with late hcv cycle threshold (CT) values ranging from 40 to 58.9. The customer noted that these unexpected reactive results were only observed with the us-ivd version of the kit s201 t-scrn mpx v2.0 96t assay and not with the ce-ivd version previously used. Per the customer's good manufacturing practice (gmp) protocol, any mega-pool generating a reactive result must be discarded, resulting in significant material loss. No harm was alleged in this case.